Event description:
The customer reported via telephone call that the insulin pump alarmed after changing the battery. The blood glucose reading was 141 mg/dl. The customer reported that the insulin pump was not stored or out of use for an extended period of time. The customer was advised that the alarm was due to an unexpected restart. The time and settings had also reset. This issue reoccurred. The customer was advised to discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.